Event description:
Additional information received from a consumer regarding receiving the "run around" to have someone check her pump post an MRI. The patient was told by the radiologist to have the ordering healthcare provider (hcp) coordinate with a manufacturer representative. The ordering hcp in turn directed the patient to the managing hcp. It was unknown if the managing hcp had called the manufacturer. The patient was directed back to their managing hcp. Information received from a manufacturer representative on (B)(6) 2015 indicated an MRI was to take place that day. There was no reported problem with therapy or the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient had magnetic resonance imaging (MRI) in the past and the pump did not restart. This happened in 2013. The patient went to the emergency room (ER) after the MRI and the pump was manually restarted. The MRI was unrelated to the device system or therapy; the patient had a bone scan. There were no patient symptoms. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.